Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, access was obtained via the right femoral artery using a 14 fr introducer sheath. Following valve placement, hemostasis was performed using a suture-mediated closure system. Subsequently, lower extremity angiography revealed possible thrombosis under the superficial femoral artery. A judkins r guiding catheter was inserted via crossover from the left femoral artery on the contralateral side. Lower extremity angiography was performed a second time, confirming thrombosis in the popliteal artery. A plain old balloon angioplasty was performed using a balloon. Poor blood circulation was noted and, after consultation with vascular surgery, a thrombus removal surgery was performed using a fogarty catheter. A final lower extremity angiography revealed good revascularization and the procedure was completed. Per the physician, the reverse timing of anticoagulant medication was earlier than usual and there was a high possibility that a thrombus occurred during hemostasis.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012342653); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0012307630); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a peripheral blood vessel thromboembolism was observed on the same day as the initial implant procedure.